Event description:
Information was received indicating that a smiths medical cadd-solis pump was presenting with error code "46431". There was no patient present at the time of the event. There was no reported adverse events.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. According to the investigation, the customer concern was not duplicated. However, the unit failed battery testing, and service replaced the pump motor for excessive drain. The problem source of the reported problem is unknown.